Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged modular cable was confirmed with the submitted reference photos. The submitted reference photos captured a tear on the outer layer of the modular cable exposing the kevlar layer. A root cause of the damage could not be determined. Event details indicated the modular cable was exchanged after visual inspection. Additional information communicated on 07dec2021 indicated the modular cable will not be returning for an evaluation. To date, the modular cable associated with the event was unavailable for an evaluation. The relevant sections of the device history records for the heartmate 3 (hm 3) modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. Modular cable lot # 6791878 was shipped in the implant kit of mlp-013287 on 15may2019. The heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. The hm 3 IFU section 8, entitled ¿equipment storage and care¿, and hm 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The hm 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine follow-up visit in the clinic, damage to the outer and kevlar sheath of the modular cable was revealed. Due to the severity of the damage, the modular cable was exchanged.